Event description:
It was reported that this artificial urinary sphincter was removed as the device stopped working due to fluid loss resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.